Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was going to be having lead replacement surgery on (B)(6) 2013. During a generator replacement surgery on (B)(6) 2013 it was noted the patient had high lead impedance. No fall or injury was reported prior to the event and no preoperative x-rays were taken. No previous diagnostics are available. Good faith attempts will be made for the explanted lead to be returned for analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013 it was reported that the hospital does not return explanted devices, they discard them in surgery.

Event description:
Additional information was received stating that high impedance was observed via system diagnostic tests. The explanting facility discards explanted devices; therefore, no analysis can be performed.

Event description:
An implant card was received indicating that the vns patient underwent lead replacement surgery on (B)(6) 2014. Follow-up revealed that the procedure that was scheduled for (B)(6) 2013 did not occur and was postponed.